Event description:
The complainant has reported that a pt (age and gender unknown) underwent a therapeutic placement of a biliary stent for treatment. The stent could not be placed due to the stent delivery catheter getting stuck on the hydra jagwire. The pt was admitted to the hosp overnight.